Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Summary of investigational findings: the product is returned without the filter. The red safety button is pressed. The filter introducer works fine although it is somewhat saturated with blood. Compared with a sample product the grasping hook is pulled slightly out of shape, which really should have made the release of the filter easier. What has been the cause of the incident can not be explained. Although not verified, the introducer grasping hook could have become out of shape due to the difficult release. The exact reason for the difficult release cannot be determined, but it is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: during an ivc filter placement procedure on a patient of unknown age and gender, after attempting to deploy the filter by pressing the red and blue buttons the hook would not disengage to deploy the filter. The device was resheathed and removed. The physician used another of the same device and successfully deployed it lower near the confluence. No harm to the patient and no additional procedures or intervention was required due to this occurrence. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.